Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was rewind anomaly and unexpected error alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer advised they were unable to place the reservoir and finish the filling menu. Customer was unable to rewind the insulin pump after several attempts and the issue remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement and active current measurement. Constant no motor movement alarms during rewind due to moisture damage on motor assembly. Hardware low level failures alarmed during self test due to moisture damage on keypad assembly. Device received with moisture damage on electronic assemblies and corroded force sensor assembly.